Event description:
It was reported that while using the bd phoenix panel pmic-110 that there was false resistant results. The following information was provided by the initial reporter: customer is reporting that vancomycin is r for all staph aureus isolates using pmic110 lot #2207442 however alternate testing reports s.

Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility, short incubation. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix m50 automated microbiology system that there was false negative results. The following information was provided by the initial reporter: customer is reporting that vancomycin is r for all staph aureus isolates using pmic110 lot #2207442 however alternate testing reports s.

Manufacturer narrative:
H.6 investigation summary: this complaint is for false resistance for vancomycin (va) with staphylococcus aureus isolates when using panel phoenix pmic-110 material 449036 batch 2207442. The customer did not provide panel returns or isolates but did provide phoenix generated lab reports for the investigation. Subsequent follow up with the customer indicates that customer performed decontamination of their phoenix ap (see complaint (B)(4)). Upon sub-culturing they found the culture from dispense pump tip (robot arm tip) on the ap grew bacteria (proteus). After decontamination customer performed qc but it still failed. However, contamination found in their phoenix ap shows as the source of overcalling of resistance marker vrsa. To further investigate, five (5) retention panels from the complaint batch and one (1) retention panel from the same material but different batch number were tested using qc isolate s. Aureus (a29213) on a phoenix instrument and evaluated for vancomycin (va) mic results. For a total of six (6) panels tested. During investigation, all six panels tested yielded satisfactory mic results for qc isolate s. Aureus (a29213) and vancomycin (va). Therefore, this complaint is not confirmed. Based on the follow up details provided by the customer, and the investigation performed, the panel batch in question is not considered to be defective. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three additional complaints on the complaint batch, not related to this defect. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that while using the bd phoenix panel pmic-110 that there was false resistant results. The following information was provided by the initial reporter: customer is reporting that vancomycin is r for all staph aureus isolates using pmic110 lot #2207442 however alternate testing reports s.